Event description:
It was reported the handpiece is giving solid tones with a blade that was verified good against another handpiece. The customer tested the unit when it was sent to him. He did not have any case info but reported he was not notified of a pt incident.